Event description:
Procedure: lavh. Reportedly, two pieces on the upper jaw of the device disengaged from the instrument and fell into the cavity. Both pieces were retrieved without incident or any adverse affects to the pt. Note: during routine review this report was reevaluated. At that time the decision was made to file a report based on the info received.

Manufacturer narrative:
Our technicians received one ls1500 instrument for evaluation. The seal plate has detached from the moving jaw on the returned instrument. Investigation into similar complaints concludes this failure is most often caused when tissue remains stuck to the seal plate when the jaws are being opened. The instrument jaws, both the seal surfaces and sides, must be frequently cleaned when eschar or tissue accumulates in the device.